Event description:
It was reported that the spectra penile prosthesis (spp) device was explanted due to unspecified reasons. A new inflatable penile prosthesis (ipp) device was implanted.

Manufacturer narrative:
Correction provided in g5.

Event description:
It was reported that the spectra penile prosthesis (spp) device was explanted due to unspecified reasons. A new inflatable penile prosthesis (ipp) device was implanted.